Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer was on backup plan last week. The customer also had beep anomaly during at night and continous signal. The customer also have problem with act and b button. The customer check alarm history has external ram crc error alarm, unexpected restart and failed on star- up alarms. The customer agreed to send oow letter.